Manufacturer narrative:
Analysis of the pump revealed over infusion of an undetermined root cause. The pump was found to be over infusing by more than 14.5% at standard conditions. Per the deviation, this pump will be subjected to CT scan and possible long term dispense and weight testing, using last known infusion rate from full to empty. The pe record will be closed at this time and re-opened to add the results of this long term testing and any additional analysis findings per the next steps defined in the deviation.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006,product type: catheter. (B)(4)

Event description:
Information was received from a health care professional regarding a patient receiving lioresal (concentration 2000mcg/ml, dose 1858 .2mcg/day) via an an implantable pump. The indication for use was noted as intractable spasticity and head/brain injury. It was reported that a volume discrepancy problem occurred at the patient's last refill on (B)(6) 2015. The actual residual volume (arv) of 7.5 ml, was greater than the expected residual volume (erv) of 2.5 ml. The health care provider (hcp) performed a cap dye study and the results were negative. The pump logs were checked and no motor stall was observed. A roller study was performed and the results were negative. It was noted that in (B)(6) 2015 the patient developed increased spasticity and an increase in "storm events." Additional information was received from a healthcare provider (hcp) via a company representative. The pump was replaced on (B)(6) 2015 and would be returned. There was incomplete movement on the roller study. The patient was having intermittent increase in spasticity and increased residual reservoir volume on several refills. The catheter dye study was reportedly normal. The roller study showed incomplete movement (<(> <<)>60 degrees) and the dates of the studies were unknown. Interventions included dose adjustments. The issue was resolved at the time of this report. The patient's status at the time of this report was "alive-no injury" and recovered without sequela. There was no patient injury. The pump logs were examined on (B)(6) 2015 and the daily dose change was a 99.3% decrease (minimum rate). The dose per day was 12.5 mcg/day. Additional information has been requested regarding clarification on what is meant by "storm events," but was not available at of the time of this report. If additional information becomes available, a follow-up report will be sent

Manufacturer narrative:
Additional information: the destructive analysis was performed and no significant anomalies noted during destructive analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.